Event description:
During a mvr/avr/tvr CABG maze procedure, during the second freeze the probe handpiece broke apart. The pressure blew the metal probe off the table and out of the physician's hand. The other handle end flew across the room and struck the scrub nurse on the side of her face causing a mark and slight swelling.